Event description:
It was reported that during a normal device changeout, an x-ray revealed the lead was damaged. The patient knew the lead was broken, as this was discovered after an accident that had had occurred some time ago. Part of the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation of the lead developed a cosmetic depression while in vivo. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo.